Event description:
Device 3 of 4. Ref MFR report: 1627487-2013-02909, 1627487-2013-02910 and 1627487-2013-02912. It was reported the pt's leads were beginning to protrude through her skins. The physician reported there was no infection. The leads were explanted on (B)(6) 2013. And the physician plans to replace the leads at a later date. The explanted devices will not be returned to the MFR.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomaly related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.